Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter leaked from the hub. The head nurse discovered the leakage when she was flushing the catheter before starting up the dialysis treatment. There was no harm to the patient but due to logistics, the patient cannot have the catheter replaced at this time. As a result, the anesthesiologist removed the catheter and replaced it with a central venous catheter (cvk).

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.